Event description:
A malfunction alarm was reported without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was instructed to put the pump into storage mode before returning it, and they acknowledged the steps for receiving the replacement pump. Technical support shipped a replacement pump with updated software, confirmed the shipping address, and advised on backup therapy to ensure continued insulin delivery.